Manufacturer narrative:
Insulin pump received with an intermittent button due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners and minor scratches on lcd window.

Event description:
It was reported that customer's insulin pump had a button error. Customer's blood glucose was 13.4 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.